Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was manufactured in september 2022. However, the specific date is unknown. Based on the results of the investigation, the definitive root cause of the connecting tube issue could not be determined. It is possible that the connecting tube was unable to be connected due to external stress through applied force towards the incorrect direction during handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the reprocessing process. Before using this product, always check the following on the connecting tubes: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and inspection, and the customer's reported problem has been confirmed; a connecting cylinder fell off and dents and scratches were found. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report their connecting tube was broken. The reported phenomenon was found during reprocessing. No patient or user harm has been reported. No procedural delays have been reported.